Manufacturer narrative:
Although product part numbers were provided for the implanted devices, no product lot numbers were provided; therefore, it was not possible to review any device history record.

Event description:
This is being reported as an adverse event because the complaint originated from an attorney. It is not known what the patient was originally treated for. The device was implanted on (B)(6) 2008. Boston scientific's obtryx device and american medical systems' monarc device were also implanted on that date. The complaint via the attorney was that the patient suffered an unspecified injury. It is not known when the event occurred. It is not known what the patient's current condition is. No information has been confirmed by a health care professional.